Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. If further information becomes available regarding this event, a follow-up report will be submitted.

Event description:
Edwards received information that approximately ten (10) to twelve (12) years post-implantation of this 27mm surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic regurgitation. A 29mm transcatheter valve was implanted via transfemoral approach and there were no reported complications.